Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. The customer would either reload the same supplies, replace infusion set and cartridge, and deliver a correction bolus via the pump to address the elevated bg levels. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.